Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the ceramic break could not be determined. The issue may have been caused by wear and tear or the application of excessive force by the user. Damage to the insulation insert may have been induced thermally or mechanically. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the field service engineer found the inner sheath, for 26 fr. Outer sheath had a broken ceramic beak. The issue was found during maintenance. There was no procedure involved and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the isolation beak was broken, there were minor hits and scratches found on cap unit and tension ring and there were minor scratches found on insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.